Manufacturer narrative:
Philips has investigated this complaint. According to the information provided treatment of coronary artery disease (cad) was aborted and completed with another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo unable startup. Upon functional testing fse found boot up fault because of the software in the geo ipc is not working properly. To resolve identified issue fse reinstall the geo ipc system software.after reinstalling the geo ipc system software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry did not start up and as a result motorized movements were not available. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.